Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and the device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was also received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted recommended replacement time (rrt) triggered on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented after a device alert triggered and unexpected battery longevity was observed. It was also noted the left ventricular (lv) lead had previously been relocated due to a dislodgement a few days following the initial implant procedure. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.